Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable cardioverter defibrillator. (B)(4).

Event description:
It was reported the right ventricular (rv) lead had a possible fracture. The rv lead had a high and unstable lead impedance, an unstable threshold, high short interval counts (sic), and lead noise were observed. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.